Event description:
In this event it is reported that reciproc blue file 6x sterile broke during use. Reportedly, broken parts are not removed and no information about further treatments. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Four reciproc blue files r25 8/100 25mm 025 were returned in loose. The files are all broken in the active part or at the tip of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.